Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: cps anchor plug 22mm catalog # 178412 lot # 742320, cps lg spdl with pins 800lbf catalog # 178358 lot # 182050, cps nut co-cr-mo alloy catalog # 178512 lot # 280610, cps centering sleeve 24mm catalog # 178546 lot # 515140, cps transverse pin 6pk 36mm catalog # 178528 lot # unknown, cps 8.5cm seg fm oss tpr rt catalog # 178714 lot # 609640. Customer has indicated that the product will not be returned. Multiple MDR: 0001825034-2019-04027. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that comminuted fracture of the distal femur and discontinuity of the femoral implant at the junction of the anchor plug, resulting in femoral loosening and distal femoral malalignment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient was revised due to implant and bone fracture. Attempt for further information has been made, but no further information has been provided.